Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), uterine perforation ("perforation (uterus)/uterus was punctured during implantation surgery "), device dislocation ("migration of essure device location of device: floating - unknown exactly where") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient doesn¿t underwent essure confirmation test.". Concomitant products included medroxyprogesterone acetate (depo-provera) until 2010 for contraception. In february 2010, the patient had essure inserted. In february 2010, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and hot flush ("hot flashes"). In july 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), anxiety ("anxious"), depression ("depressed"), vaginal discharge ("vaginal discharge") and complication of device insertion ("sha had complications or problems that occurred at the time of essure placement"). The patient was treated with surgery (undergo a surgery for removal of the essure devices). Essure was removed in february 2010. At the time of the report, the dysmenorrhoea, uterine perforation, device dislocation, genital haemorrhage, dyspareunia, anxiety, depression, hot flush, vaginal haemorrhage, menorrhagia, vaginal discharge and complication of device insertion outcome was unknown. The reporter considered anxiety, complication of device insertion, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hot flush, menorrhagia, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 3-apr-2018: plaintiff fact sheet: new reporter, patient demographic information, patient relevant information historical and concondition, lab data, essure indication: permanent birth control by bilateral occlusion of the fallopian tubes, start and stop dates ,new events: hot flashes, migration of essure device location of device: floating - unknown exactly where, she had complications or problems that occurred at the time of essure placement and "patient doesn¿t underwent essure confirmation test" were added the events dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse) clubbed with previous event incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("severe menstrual pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a surgery for removal of the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the dysmenorrhoea, genital haemorrhage, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia and genital haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.